Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed evidence of a power on reset event following a low battery alert, and a battery change and a cartridge change during the power on reset. The pump intermittently powered on with the returned battery cap and a test battery cap. No vibratory alarms were present at power up. The battery cap measured within specifications. Unrelated to the original complaint, the battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. The load step function failed. Evidence of moisture was found internally and to be the cause of the intermittent power and load step failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.